Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that she still feels the stimulation in back. She feels it more at night time when laying down. She has a follow up with the doctor this wednesday. She is still a little sore. Agent did not ask about the circumstances that led to the reported issue. Sent an email to representative to update her on the patients status after surgery. The patient's relevant medical history included she has chronic migraines. Last year she had five lumbar punctures. Patient forgets things because of the headaches.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was bothered by a tingling sensation around the battery and did increase their level recently due to increased urinary symptoms. Program was changed from program #3 to program #2 and she is currently at 0.3 and she is feeling the stimulation vaginally and patient was not complaining of any tingling over the battery site. Hcp also stated that they do not see how patient would feel stimulation both vaginally and locally near the battery and they suspect it was a phantom sensation rather than truly significant. Patient would adjust from program to as needed and using program two, she will consider increasing decreasing this to see if this results in any more improvement. Patient was that they do not need to feel the sensation but only to have a response with the device and if the device seems to be managing her symptoms well, she does not need to increase the stimulation. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.